Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached its elective replacement indicator (eri). This model/serial device is impacted by a physician advisory/recall. The device demonstrated noise and detected a ventricular tachycardia as ventricular fibrillation. A technical services consultant stated that the device appeared to be possibly double and triple counting either a widened qrs or t-wave or it was due to a lead-related problem. Ts advised replacement of the rate/sense portion of the rv defibrillation lead during the device change-out. This device was later explanted, as it reached elective replacement time (ert) after three years and eight months. Premature battery depletion was suspected. No adverse patient effects were reported.